Event description:
It was reported that the patient was admitted into the hospital with (B)(6). Vegetation was noted on echo. The implantable cardioverter defibrillator, the right ventricular lead, left ventricular lead and atrial lead were explanted. There was no allegation that the device or leads caused the infection. The patient was stable.